Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms. Subsequently the system was electrically abandoned and a new pacemaker and rv lead were implanted on the right side. No additional adverse patient effects were reported.